Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: a vena cava filter was deployed for a preoperative diagnosis of postpartum patient with deep vein thrombosis. The deployed filter was placed infrarenal via the common femoral vein. Inferior venacavagram performed during filter deployment revealed the inferior vena cava was normal in renal inflow with no internal thrombus present. Approximately ten years post filter deployment, the patient presented with lower back pain. An abdominal x-ray demonstrated the ivc filter with a single arm extending right laterally. Approximately eight months later, a lower extremity venous duplex demonstrated a chronic dvt of the left popliteal, femoral and common femoral veins. Approximately eleven years post filter deployment, the patient presented for ivc filter retrieval via the right internal jugular vein. Prior to the filter removal chest spot images demonstrated a small fragment in the right lung, filter is present in midabdomen, and one filter arm is fractured and oriented horizontally near the apex of the filter. Inferior vencavogram indicated chronic nonocclusive thrombus below the filter. The filter was successfully removed via an omni flush catheter with gooseneck snare. Using the same loop snare technique the filter fragment in the ivc was successfully retrieved. Post venogram demonstrated normal ivc caliber with no evidence of hemorrhage. The patient tolerated the procedure well. Pathology report indicated an ivc filter of 4 cm silver metallic with eleven identifiable arms. Two days later, the remaining fragment located in the patient¿s lung was discussed. The patient was made aware the only way to remove it would be surgically via a cardiothoracic surgeon, this could entail more risk than leaving it in place. Patient to discuss options with husband, the staff will contact the patient the next day. No further information. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately ten years post filter deployment, an abdominal x-ray demonstrated the ivc filter with a single arm extending right laterally. Approximately eleven years post filter deployment, the patient presented for ivc filter retrieval. Prior to the filter removal chest spot images demonstrated a small fragment in the right lung, filter is present in midabdomen, and one filter arm is fractured and oriented horizontally near the apex of the filter. The filter and the filter fragment in the ivc was successfully removed. Therefore, the investigation can be confirmed for limb detachment and material deformation. However, the investigation is inconclusive for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter limb(s) perforated into organs and detached in the right lung. The device and the detached limb(s) were removed percutaneously. The status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter limbs perforated into organs and detached in the right lung. The device and the detached limbs were removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten years later, patient presented with back pain. Subsequent, abdominal x-ray demonstrated the ivc filter with a single arm extending right laterally. Approximately two months later, computed tomography revealed the filter fragment in the right lung. Approximately six months later, it was noticed that one of the arms was fractured and oriented horizontally near the apex of the filter. Using loop snare technique, the main component of the inferior vena cava filter was captured and retracted into the sheath. The main portion of the filter was then pulled out of the vascular sheath. Using the same loop snare technique, the filter fragment was removed intact. Therefore, the investigation is confirmed for filter limb detachment. However, the investigation is inconclusive for perforation of the inferior vena cava (ivc) and material deformation. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g4. H11: h6(results & conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records was not performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter limb(s) perforated into organs and detached in the right lung. The device and the detached limb(s) were removed percutaneously. The current status of the patient is unknown.